Event description:
MRI of the brain ordered. The diffusion sequence was a 12 direction dti applied at the end of the protocol. Shortly after the diffusion gradients were applied, the child's arms and legs began to visibly twitch followed shortly by arm movements. The tech aborted the sequence. The child was not awakened by the scan. No additional sedation was administered. After waiting approx 30-45 seconds, a 3 direction i.e. Dwi was run. In this instance, there was no discernible involuntary movement nor was the child awakened by the scan. Dates of use: 2007. Diagnosis or reason for use: r/o brain tumor. Event abated after use stopped: yes.